Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the 5th row from the distal end of the crimped stent were damaged, with stent struts lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28-jul-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the circumflex artery. A 2.50x12mm promus premier drug eluting stent was advanced but failed to cross a previously placed stent in the target vessel. The lines kept getting stuck. The procedure was completed with a 3.0x12 promus stent. However, returned device analysis revealed stent damage.